Event description:
A report was received that the patient was experiencing difficulty charging the ipg and communication difficulty after an rf ablation which was non device related. Multiple attempts were made to troubleshoot, but were unsuccessful. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant re-implant procedure. The original ipg was replaced as per the physician's decision. The patient was doing great postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg and communication difficulty after an rf ablation, which was non device related. Multiple attempts were made to troubleshoot but were unsuccessful. The patient will undergo a pocket revision.